Event description:
It was reported on (B)(6) 2012, that during a system diagnostic test the vns patient's generator showed high impedance. The result from the system diagnostics was 7/limit/high/no. Normal mode diagnostics were not performed and patient is programmed to 1.5ma / 30hz / 500usec / 30sec / 1.8min the last good diagnostics were performed a year ago, but there was no information of what the dcdc value was. X-rays and additional information were received on (B)(6) 2012, stating that the patient had fallen on (B)(6) 2011 and that has cut his forehead, but that there was no report of trauma to the chest. The patient has had their vns programmed off. Based on the x-rays received, no gross lead discontinuities or sharp angles could be visualized that could explain the high impedance. However an unpronounced lead discontinuity cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer and no gross lead discontinuity visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient's parents discussed with their childs surgeon and for now they don't want to do anything and just watch him. Therefore surgery not planned at this time.

Event description:
Additional information was received that the patient may be scheduled for full revision surgery in the future. No date set at this time.